Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was located in a non-calcified left anterior descending (lad) artery. The physician first placed a taxus express2 2.5x24mm drug eluting stent and then placed a taxus express2 2.5x12mm drug eluting stent in an overlapping fashion. The patient status at the end of the procedure was reported as "fine". He received heparin during the procedure and plavix and aspirin post procedure. The patient was to be discharged four days later but was reported that "he had a symptom on the same day". The patient was brought back to the cath lab the following day after complaints of "sharp pain" and a subacute thrombosis was found within both taxuxs stents. The physician placed two more taxus drug eluting stents, 2.5x16mm and 2.5x20mm. The physician initially felt the thrombosis was related to the taxus stent but later felt "it was because of the patient's own special character". No further patient complications were reported. Patient status is satisfactory.